Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open wounds from a previous procedure where the lifevest was exacerbating the area and causing additional irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied an ointment for the skin irritation. Follow up indicated that the skin irritation improved.